Event description:
The track light fell from the ceiling.

Manufacturer narrative:
A midmark representative inspected the device and found that the distributor who installed the device failed to follow the installation instructions. The installer failed to remove the set screws and to fully thread the suspension tube onto the trolley.